Event description:
A dealer returned his demo unit for repair with an energy output that was half of that selected. There was no pt harm involved. Testing identified the problem as an open resistor (r41) in assembly 590263. The cause of the resistor being open could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.